Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.